Manufacturer narrative:
Pt data was requested from the account. Further attempts will be made for this info. There is no exp date for this product. Attempts were made to determine the serial number for the device; however, this info was not obtained from the customer. Initial eval was provided via the clinical engineering dept at the account. Eval by the MFR is anticipated, but not yet begun. Device MFR date is unk at the time of this report. Attempts will be made for this info. Eval summary: through an initial eval via the initial reporter, it was concluded that after the stop was broken, and after continued rotation of the arm assembly, the c-clip became dislodged causing the spring arm to come loose from the connection point within the extension arm. This caused the spring arm to drop slightly. The cables routing through the arm kept the arm from falling further, however, it is unk how long the cable would prevent the monitor from falling. The c-clip (or cir clip) is a critical component that holds the monitor assembly to the spring arm assembly. If the c-clip is not secured in its proper place, then the monitor has the potential to fall. The root cause of this malfunction may be either user misuse by self-adjusting the c-clip not according to the installation instructions, or it may be due to faulty design not accounting for reasonable misuse of the spring-arm stop. This type of malfunction poses a potential serious risk to a pt/user if the monitor assembly were to become detached from the spring arm and fall. This specific malfunction was identified during a case; however, no adverse events were reported. This type of non-conformance will be further investigated in a CAPA. This is not a single use device.

Event description:
(B)(4). It was reported that a flat panel spring arm in operating room 6 is slipping down from the horizontal arm in a triple suspension, and the stop is broken as well. After further evaluation, it was determined that the c-clip was not seated properly. The initial malfunction was observed during a procedure; however, there were no reported adverse consequences.